Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed a misalignment in the touch position of touchscreen. The touched position and the reacting position are not the same. The cause is a failure is due to a touchscreen defect, therefore the pse determined touchscreen replacement was required. The customer was provided a service proposal for corrective action. To date, the customer has not approved repair. Repair will be performed after the quotation is approved by the customer. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A manufacturer's product support engineer (pse) confirmed a misalignment of the touch position. The pse reported the issue was not resolved with touchscreen calibration; therefore, the touchscreen was replaced. The device was operational and returned to service after repairs were completed.

Event description:
Philips received a complaint from the customer reporting the touchscreen on the v60 ventilator did not respond properly. The device was not in clinical use. There was no report of harm. No medical intervention nor delay in therapy was reported. The customer attempted a touch screen calibration, but the issue persisted. Investigation is ongoing.

Manufacturer narrative:
E1 reporting address, institution phone number, reporter phone number: (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for failure analysis. The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. A pil technician verified that the touchscreen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found. D4 - product UDI number is corrected g1 - contact information and contact office entity are updated.